Event description:
Information was received indicating that the flange to a smiths medical portex® bivona® tracheostomy tube was broken at the circular base. Subsequently, an emergent tracheostomy (trach) change was required. The patient recovered with no further adverse effects.